Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there has been a slow increase in the ventricular pacing impedance trend. At implant a year previously, it was 960 ohms and today it is 1800 ohms. The lead is still in use. No patient complications were reported as a result of this event.